Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the flow module was giving inaccurate flow readings. As a result, an alternate device was employed. The surgical procedure was completed successfully with a delay of approximately ten to fifteen minutes while the entire heart lung machine was changed out. There was no blood loss or no adverse consequences to the patient.